Manufacturer narrative:
B5 describe event or problem: updated with clarification of type of access system used. D4 lot number added. Device evaluated by MFR.: a watchman flx delivery system with a raptor grasping device inserted was returned for analysis. The core wire was outside the delivery system with the implant attached. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. Review of the complaint information and the instructions for use (IFU) did not reveal any evidence of device off-label use or failure to follow instructions. The IFU lists the following precaution: use caution when manipulating the delivery system. Excessive counterclockwise rotation of the deployment knob or delivery system hub independent from the rest of the delivery system can cause premature implant detachment.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. It was noted that the patient anatomy had a shallow landing zone, anterior orientation and multiseptated. The closure device was positioned in the appendage. The physician completed three (3) recaptures and changed the was sheath from double s curve to the anterior curve sheath due to the challenging anatomy. The physician noted that the core wire had detached from the closure device prematurely releasing the closure device in the appendage. After deployment, the physician confirmed that position, anchor, size and seal (pass) criteria was met, and the closure device was left in position. There were no patient complications reported and the patient is expected to make a full recovery. The patient was discharged home one day post implant. It was further corrected that a watchman truseal access system was used instead of the previously reported watchman fxd curve access system.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. D4 lot number: corrected lot number corrected device evaluated by MFR.: a watchman (flx) delivery system was returned. Visual inspection of the device found numerous kinks in the sheath. Microscope inspection found tip damage as the tri-cuts were flared, and there were abrasions on the inside of the sheath tip. Device functionality was carried out by attaching a test implant to the core wire. The implant screwed onto the core wire tip easily, and without resistance. There were no tactile difficulties threading or unthreading the implant to its limit and the act of threading and unthreading the implant was smooth throughout the thread mesh. Tensile force was applied to the implant, and the threads provided secure attachment between the core wire and the implant as evidenced through loads high enough to alter the shape of the implant. The implant released from the core wire after five full rotations. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. B5 describe event or problem: updated with clarification of type of access system used. D4 lot number added. Device evaluated by MFR.: a watchman flx delivery system with a raptor grasping device inserted was returned for analysis. The core wire was outside the delivery system with the implant attached. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. Review of the complaint information and the instructions for use (IFU) did not reveal any evidence of device off-label use or failure to follow instructions. The IFU lists the following precaution: use caution when manipulating the delivery system. Excessive counterclockwise rotation of the deployment knob or delivery system hub independent from the rest of the delivery system can cause premature implant detachment.

Event description:
It was reported that a core wire detachment occurred. Event summary: a left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. It was noted that the patient anatomy had a shallow landing zone, anterior orientation and multiseptated. The closure device was positioned in the appendage. The physician completed three (3) recaptures and changed the was sheath from double s curve to the anterior curve sheath due to the challenging anatomy. The physician noted that the core wire had detached from the closure device prematurely releasing the closure device in the appendage. After deployment, the physician confirmed that position, anchor, size and seal (pass) criteria was met, and the closure device was left in position. Patient status: there were no patient complications reported and the patient is expected to make a full recovery. The patient was discharged home one day post implant. It was further corrected that a watchman truseal access system was used instead of the previously reported watchman fxd curve access system. It was further reported to bsc by the user facility that a 35 mm watchman flx left atrial appendage (laa) closure device with delivery system was initially inserted during procedure in error. There was no allegation against this device per bsc follow up with the user facility.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. It was noted that the patient anatomy had a shallow landing zone, anterior orientation and multiseptated. The closure device was positioned in the appendage. The physician completed three (3) recaptures and changed the was sheath from double s curve to the anterior curve sheath due to the challenging anatomy. The physician noted that the that the core wire had detached from the closure device prematurely releasing the closure device in the appendage. After deployment, the physician confirmed that position, anchor, size and seal (pass) criteria was met, and the closure device was left in position. There were no patient complications reported and the patient is expected to make a full recovery. The patient was discharged home one day post implant.